Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a clinician did research of inactive riata leads that presented with signs of malfunction likely related to insulation breach. The lead was replaced in 2008 due to noise. The noise was seen on egms and was reproduced in the clinic.